Manufacturer narrative:
D4): device serial number populated. G3): the device evaluation and investigation were completed 23may2024. H3): visual inspection found a 5 cm segment of the outer jacket severely twisted, just distal to the bifurcate, with multiple broken fibers in the area. A breach was detected 5 cm distal to the bifurcate, in the area of the twisted outer jacket. Throughout the working length, heavy biologics were observed. H6): based on the device evaluation and investigation, the cause of the damage could not be established. Investigation findings code 3243 replaced (from 3221). Investigation conclusions code 4315 replaced (from 11). All other codes remain applicable as listed in the initial MDR. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
The device was returned to the manufacturer but the evaluation has not yet begun. A supplemental MDR will be submitted upon completion of the device evaluation and investigation. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a calcified lesion in the superficial femoral artery (sfa). A spectranetics turbo-elite laser atherectomy catheter was used to treat the patient. When the turbo-elite was plugged into the laser system during preparation for use, holes were observed in the outer jacket, with laser light being emitted from the areas. Use of the catheter was discontinued, and another turbo-elite of the same size was used to complete the procedure with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.